Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the foot pedal assembly involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. The returned foot pedal assembly worked intermittently to move the endoscopic camera manipulator (ecm) arm on an in-house is3000 system from an in-house is3000 surgeon side cart (ssc). The swap pedal makes a noise when pressed. Evaluation also found that the pedal assembly has a cosmetic defect. This complaint is being reported due to the da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted gastric bypass procedure, when the surgeon attempted to move the endoscopic camera manipulator (ecm) arm using the camera foot pedal on the surgeon side console(ssc, the ecm would not move. The site reseated the camera and was able to move the ecm intermittently; however, after some time the ecm would not move. Review of the site's system logs by the intuitive surgical, inc. (Isi) technical support engineer (tse) found no related system error codes. Prior to contacting intuitive surgical, inc. (Isi) for technical support assistance, the surgeon made the decision to complete the planned surgical procedure using traditional laparoscopic techniques. No patient harm, adverse outcome or injury was reported. On 12/04/2015 isi contacted the isi clinical sales representative (csr) who initially reported this complaint. According to the csr, he inspected the foot pedal on the ssc. When he pressed the camera pedal on the ssc it worked for approximately 10 seconds and then it stopped moving. The csr performed a hard restart of the ssc and circuit breaker and the issue was resolved. The field investigation performed by the isi technical field specialist (tfs) reproduced the customer reported failure mode. The tfs found that the camera control pedal switch on the foot tray was inoperable. The tfs replaced the footswitch assembly to resolve the reported issue. The camera control pedal switch is located on the surgeon side cart and allows the surgeon to control the ecm and to focus the camera.